Event description:
A (B)(6) female at (B)(6) hospital had a fractured long gamma 125 deg 11mm dia 180 mm long femoral nail with 90mm lag screw and two distal locking screws revised. The nail fracture 2 days prior with no obvious incident at the site of the locking screw. The original gamma had been in since (B)(6) 2012. The nail was removed in two pieces and replaced with a same size gamma nail and only one distal locking screw in the dynamic position.

Manufacturer narrative:
The long nail kit was classified as primary product by event description. No deviations were found during review of the manufacturing and inspection documents (DHR). The complained long nail kit was documented as faultless prior to distribution. Because the implants were not available an investigation was not possible and the root cause could not be determined. Furthermore the issue could not be confirmed by x-rays or surgery reports. The customer reported that: ¿the nail fracture 2 days prior with no obvious incident at the site of the locking screw.¿ this indicates that the nail was broken distal, near the holes for the locking screws or within the distal nail holes. Possible root causes for distal nail breakages could be: delayed- or non-unions, additional trauma, intraoperative implant damage during drilling, obesity, heavy loads on the implant. Because no design, material or manufacturing issue was detected during review of the DHR it is most likely that one of the possible causes led to the nail breakage. All these possible causes are listed in the IFU as contraindications, warnings or adverse effects. A more precise evaluation was not possible due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device not available.

Event description:
A (B)(6) female at (B)(6) hospital had a fractured long gamma 125 deg 11mm dia 180 mm long femoral nail with 90mm lag screw and two distal locking screws revised. The nail fracture 2 days prior with no obvious incident at the site of the locking screw. The original gamma had been in since aug 2012. The nail was removed in two pieces and replaced with a same size gamma nail and only one distal locking screw in the dynamic position.

Manufacturer narrative:
Device not returned. If the device or additional information becomes available it will be submitted on a supplemental report. (B)(4): device not returned.